Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away in their sleep. There was no product issue suspected. The low-voltage pacing lead was then explanted and returned to the manufacturer, analyzed and tested out of specification.